Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components - reason not reported.

Manufacturer narrative:
This is a duplicate report of MFR# 1038671-2018-00543, 1038671-2018-00544, 1038671-2018-00545.

Event description:
This is a duplicate report of MFR# 1038671-2018-00543, 1038671-2018-00544, 1038671-2018-00545.